Manufacturer narrative:
Date of birth: this information is unknown. Even date is unknown. This report is for unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implantation date is unknown. Email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4) used to capture the need for the revision procedure to strengthen the joint line/overall construct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2018. The original distal tibia fracture repair was performed on an unknown date. The surgeon intended to strengthen the joint line/overall construct due to suspected patient non-compliance post-operatively (weight bearing too soon). The surgeon removed a 10-hole, 1/3 tubular plate from the tibia (intact) and an unknown number of cortical and cancellous screws from the medial malleolus (intact), and one 3.5 mm x 150 mm pelvic cortex screw from the fibula (intact). The surgeon also switched out an unknown screw anterior to posterior on a 1/3 tubular plate on the tibia (intact). He revised the medial side of the tibia; a 3.5 mm x 2.7mm variable angle locking compression plate (va- lcp) was implanted on the medial distal tibia. Also, a titanium (ti) elastic nail was implanted into the fibula. There were no reported surgical delays or additional x-rays required. The procedure was completed successfully with the patient in stable condition. This report is for an unknown quantity of unknown cortex screws. This is report 2 of 3 for (B)(4).